Event description:
A pt complained of a sore throat after a surgical procedure that included the use of an acmi bullard lars-a laryngoscope. Examination of the pt revealed that a plastic laryngoscope blade extender had been left within the pt when the laryngoscope was removed. Close examination of the laryngoscope revealed that the plastic extender can be difficult to attach and if not properly attached, can unintentionally become disconnected from the device. Anesthesiologists investigating the incident indicated an awareness of this problem having occurred before, both at this institution and elsewhere. This device is still in use at the facility and they will contact the MFR, at the request of the FDA, to come on site and evaluate the device.